Manufacturer narrative:
(B)(4). The device and electrode were explanted. No replacement system was implanted as the patient did not need and did not want a new system. The electrode remained secured in the device header during explant so the connection/insertion can be evaluated during laboratory analysis. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the electrode was removed from the header of the device. Inspection of the terminal pin verified setscrew contact marks in the expected locations, indicating the setscrew did make appropriate contact with the terminal pin at some point. A bend with corresponding external insulation damage was noted in the area of the electrode that would have been just distal to the header of the device. The quad-lumens insulation remained intact, protecting all conductor coils. Electrical testing confirmed the lead was electrically continuous and the conductors were insulated from one another. Analysis did not identify any electrode characteristics that would have resulted in the observed noise, oversensing, inappropriate shocks, and out of range shock impedance measurements.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks. The patient was hospitalized and the device was deactivated pending resolution. A boston scientific technical services consultant reviewed the episode data and confirmed an issue with normal sensing occurred and caused the inappropriate shocks; the data also revealed the shock impedance measurements were high, out-of-range for the past week. Further troubleshooting was recommended due to the high shock impedance measurements. A review of available x-rays suggested the terminal pin of the electrode may have been under inserted into the device header, but this could not be verified. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device and electrode were explanted. No replacement system was implanted as the patient did not need and did not want a new system. The electrode remained secured in the device header during explant so the connection/insertion can be evaluated during laboratory analysis. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks. The patient was hospitalized and the device was deactivated pending resolution. A boston scientific technical services consultant reviewed the episode data and confirmed an issue with normal sensing occurred and caused the inappropriate shocks; the data also revealed the shock impedance measurements were high, out-of-range for the past week. Further troubleshooting was recommended due to the high shock impedance measurements. A review of available x-rays suggested the terminal pin of the electrode may have been underinserted into the device header, but this could not be verified. No adverse patient effects were reported.